Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Alleges scooter caught on fire while in trunk of vehicle.

Manufacturer narrative:
The device was returned and evaluated. The visual evidence of the device on a whole indicates the incident (fire) was external to the device and not product related.

Event description:
Alleges scooter caught on fire while in trunk of vehicle.